Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a blood glucose reading of between 110 mg/dl to 400 mg/dl and treated. Customer declined high blood glucose troubleshooting and stated that the high blood glucose events was due to his eating habits and not because of the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received no button response due to flattened up (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window.